Event description:
New device with new battery was applied to bed of pt. Device was tested and worked properly (i.e., when pt got up from bed, the alarm was activated). At approx. 4:15 am, staff shut off alarm and took pt to bathroom. Staff returned pt to bed, turned on alarm, and left room. Several minutes later, they heard him fall. They looked at alarm, the light was on, but no noise was coming from it. When rptr looked at alarm at 7:00 am, the light was still on, but no noise.